Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as fold flaw opening (shell missing assessed as inconclusive). Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.